Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump kept alarming sensor error, so he pulled out the sensor and it was retracted. Customer state the sensor was only a couple of millimeters long instead of its normal size. Customer attempted to see if he can get anything with the tweezers. Customer declined troubleshooting at this time. Customer's blood glucose was 138 mg/dl. He discarded the sensor, so the device is not being returned for further analysis.